Event description:
It was reported that following the subcutaneous implantable defibrillator (s-ICD) implant procedure while the patient was recovering in-hospital, an inappropriate shock was delivered due to over-sensed noisy signals and decreased amplitude measurements. Diagnostic imaging was performed and it was determined the electrode was likely positioned too high which may have contributed to the decreased amplitude measurements. The s-ICD therapy was disabled and it was recommended to repeat testing in the following days. Data was also provided to boston scientific technical services (ts) and recommended reperforming troubleshooting in a few days due to possibly entrapped air around the newly implanted products. At this time, the s-ICD system remains implanted and the patient was stable.

Event description:
It was reported that following the subcutaneous implantable defibrillator (s-ICD) implant procedure while the patient was recovering in-hospital, an inappropriate shock was delivered due to over-sensed noisy signals and decreased amplitude measurements. Diagnostic imaging was performed and it was determined the electrode was likely positioned too high which may have contributed to the decreased amplitude measurements. The s-ICD therapy was disabled and it was recommended to repeat testing in the following days. Data was also provided to boston scientific technical services (ts) and recommended reperforming troubleshooting in a few days due to possibly entrapped air around the newly implanted products. The physician agreed with this assessment, as the patient's morphology made the implant difficult. After a few days, the device therapy was programmed back on and the patient is continuing with normal follow-ups. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.